Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported m-02 error. Fse visited the site and replaced the erbe generator due to error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found the issue was confirmed through system logs with errors c-01 and m-02, but no visual issues were found, and the erbe unit successfully energized and cauterized during testing; however, erbe log errors (m-02 and c-00) were noted. The probable root cause of customer reported issue is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted, c-01 indicates the system error and m-12 indicates activation was already requested when the erbe was powered on or a when module was connected. This error can be resolved after power cycling the generator and/or checking the cable connection to the system. In some cases, the affected component may need to be replaced to resolve the reported error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the integrated electrosurgical unit (iesu) was found to have a m-02 error. The procedure was completed with no reported injury or delay.